Manufacturer narrative:
A ge service representative performed an onsite investigation. The celeron cpu, system interface, gib and ffb pcbs, and cable connectors associated with the arcnet communication were reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication error message. This error may result in a system lock up, no boot, or shut down. There is no report of injury or death associated with the event described in this complaint.